Event description:
Customer reported receiving an unknown error message on the display of his freestyle freedom blood glucose meter, the first time he attempted to use it. The error message was displayed on (B)(6) 2010. Customer further reported experiencing vertigo in the morning. Customer self-presented to his healthcare provider, was diagnosed with hypoglycemia and reportedly treated with 100 units of novolin-n insulin. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: a follow-up call was made to the customer to clarify the diagnosis and treatment received. Customer reiterated the diagnosis of hypoglycemia and treatment with insulin.